Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, error message to reboot the programmer was observed when trying to print egms. Error message reappeared when trying a different programmer. Egms corruption was suspected. Data clearing was made to resolve the issue. The patient was fine and being monitored.